Event description:
A distributor in france reported that a pump malfunctioned with a black screen that was unreadable and unresponsive, preventing access to the device. There was no information provided regarding any adverse impact on the customer's blood glucose level. To resolve the issue, the device was scheduled for return, and a replacement pump was issued.